Event description:
It was reported that the patient had a lead infection which led to the explantation of the leads and extension. The patient was with a new lead and two new extensions. The old electrode and leads were discarded by the hospital. It was further reported on (B)(6) 2010, once the infection had resolved, it was attempted unsuccessfully to place two octopolar leads in the epidural space. On (B)(6) 2010 a lead and extension were successfully implanted. During initial programming, there was no communication with either the patient programmer or the clinician programmer. It was verified the ins recharger surface was facing up. In the intraoperative revision, the emergency recharge procedure was successful after two attempts.

Manufacturer narrative:
(B)(4)